Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510(k) is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a burned hole in a drape and a replacement has been requested.